Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Hp cable is kinked, qd is corroded. Debris in water solenoid and water hose.

Event description:
While using a g130 scaler, the handpiece and insert were heating up; no injury resulted.